Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported conflicted results result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab. Repeat testing was performed on new sample. Confirmation testing is pending. Per the customer, the patient planned to take pcr test. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m145140 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m145140 and test base part number 190-430 / lot m145140. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145140 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.